Manufacturer narrative:
MDR codes eval result code was updated.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and did not find any issues. The investigation determined there was a "sample aspiration noise" alarm found between reported results.  After the service visit, no further issues were reported by the customer.  The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ca 125 ii (ca 125 ii) results from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. On (B)(6) 2023, the reporter used an old reagent pack with 8 tests remeaning. The initial result was 118.2 u/ml with a data flag. The first repeat result was 98.16 u/ml with a data flag. The second repeat result was 153.1 u/ml with a data flag. On (B)(6) 2023, the reporter used a new reagent pack. The third repeat result was 166.7 u/ml. The fourth repeat result after centrifugation was 165.5 u/ml with a data flag. The reagent lot number is 61059701. The expiration date is (B)(6) 2023.

Manufacturer narrative:
The customer stated that the qcs were in range for both old and new reagent kits. The customer performed a repeatability test using qc level 2 with successful results. The investigation is ongoing.